Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the use of a quick-core coaxial biopsy needle set for a lung biopsy. Prior to patient contact, the operator "found the needle could not withdraw from outer catheter." The procedure was successfully completed with another, similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon receiving additional information from the customer regarding the failure mode, this event is not reportable. It was previously thought the dtn could not unscrew, but the customer confirmed this is not the case. Instead, the issue was that the qc needle experienced firing issues. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
Additional information was received on 20feb2020 indicating the failure was not that the dtn could not unscrew, but that the qc needle could not "spring back."